Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen on the insulin pump was cracked. The blood glucose reading was 74 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked case at a display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. No crack was noted on the display.